Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md began to insert the sheath into the patient's femoral artery. The tip of the sheath "turned outwardly" nevertheless the md inserted the iab into the sheath and "the iab became stuck in the sheath and kinked." The md removed the iab and used a zeon catheter for the insertion. There was no reported death or injury. Medical/surgical intervention was not required. It is unk if there was a delay in therapy. The outcome of the pt is listed as "good." Reference MDR#1219856-2010-00497 for the second event involving the same pt.